Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 343 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked keypad connector on lcd board. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.